Event description:
A malfunction alarm was reported, specifically malfunction code malf 0, along with a fault ID of 0x217c. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller in this process. After the pump was reset, the malfunction code did not recur, and the customer was informed that they could continue using the pump, with instructions to contact support again if the issue reappeared.